Event description:
Pump alarm 20 was reported during insulin pumping. There was no adverse impact to the customer's blood glucose level. The caller successfully resumed insulin therapy after customer technical support assisted with loading a new cartridge using the proper technique. No previous reports of similar alarms were noted, and the original cartridge lot number was unavailable.